Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An empty foil package and a loose thread of product were returned for analysis. During the visual inspection of the sample, the suture was wrapped in foil packaging. The suture was examined under magnification,a suture end was damage and the needle was not returned for analysis. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition received and the needle was not returned for analysis, it could not be determined what may have caused the reported this incident.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify when the needle pulled off from the thread: while in the package? When removing from the package? During use on patient?

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2018 and suture was used. During the procedure, the thread pulled off from the needle. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.